Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to ep lab for rv lead revision due to increase in lead impedance and rv oversensing episodes. Patient is not pacemaker dependent. Patient was asymptomatic. The lead was capped on (B)(6) 2019. Patient was stable post procedure.